Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 11/18/2020. H.6. Investigation: a complaint history check was performed and this is the 1st related complaint for plunger rod difficult to move on lot # 0013076. Customer returned (15) loose 31gx6mm, 0.5ml bd insulin syringes. Consumer reported that the plunger was hard to move. All 15 returned syringes were examined, then tested for plunger rod movement: each plunger rod was exercised within its respective barrel, and it was observed that all 15 plunger rods were able to move properly. No evidence of manufacturing defect was observed. Since no defects were observed, the alleged issue could not be confirmed. A review of the device history record was completed for batch# 0013076. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. H3 other text : see h.10.

Event description:
It was reported that the bd veo¿ insulin syringe with bd ultra-fine 6mm needle was unable/difficult to aspirate. The following information was provided by the initial reporter: material no:324911 batch no: 0013076. Consumer reported finding plunger hard to move during drawing up n but not r when mixing. Consumer not placing air into vial of n before drawing up insulin. Advised to place proper amounts of air vs insulin into each vial without date of event unknown and for the past year most all.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd veo¿ insulin syringe with bd ultra-fine 6mm needle was unable/difficult to aspirate. The following information was provided by the initial reporter: material no:324911 batch no: 0013076. Consumer reported finding plunger hard to move during drawing up n but not r when mixing. Consumer not placing air into vial of n before drawing up insulin. Advised to place proper amounts of air vs insulin into each vial without date of event unknown and for the past year most all.